Event description:
It was reported that while testing the unit prior to delivering a treatment, it was observed on an x-ray film that the source did not stop at the number 4 position even though it has been programmed to do so.